Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was issued on this patient's remote monitoring system for high, out-of-range shock lead impedance (sli) measurements of 130 ohms on this implantable cardioverter defibrillator (ICD). When tested in-clinic, the sli was back in range. Md chose to increase alert limit to 150 ohms and to monitor the patient. No adverse patient effects were reported.